Event description:
Complaint report: after eight days of use, one of the lumens broke. The device was replaced without incident.

Manufacturer narrative:
Qn# (B)(4). The customer returned a two lumen cvc catheter for evaluation. Visual inspection of the catheter revealed a non-cvc catheter component was inserted in the end of the distal extension line where the distal luer hub was separated. The original distal luer hub was not returned. After removing the non-catheter component, rough and jagged edges where observed at the point of separation which is consistent with undue force being applied. Microscopic examination confirmed the rough and jagged edges. Visual inspection of the distal luer hub could not be completed since it was not returned. No other defects or anomalies were observed on the rest of the catheter. The outer diameter of the distal extension line was measured and was within specification. Dimensional inspection of the distal luer hub could not be completed since it was not returned. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer reported issue of the luer hub separating from the extension line during use was confirmed during the complaint investigation. The customer returned one used two lumen cvc for evaluation. The distal luer hub was missing from the extension line and was not returned for evaluation. The observed rough and jagged edges where observed at the point of separation which is consistent with undue force being applied. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided, the probable cause of this issue could not be determined at this time since the complete sample was not returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Complaint report: after eight days of use, one of the lumens broke. The device was replaced without incident.